Event description:
Reporting status: serious injury. Reporting rationale: thrombosis with no treatment. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure was performed in 2008. The target lesion was a de novo mid lad with mildly calcification and mild tortuosity. Treatment consisted of direct stenting with the 2.5 x 12 mm promus stent, resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. At the 12 month follow up, stent thrombosis was reported. The patient is continuously taking asa and plavix. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because another company distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
.